Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm approximately one month ago. There was moderate calcification in the iliac arteries bilaterally. The patient was discharged two days post implant. It was reported that patient expired in their sleep four days post implant. The cause of death is unknown and no further information is available.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death), lack of information (unknown cause of death). Evaluation conclusion: lack of information (unknown cause of death).